Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the line of a homechoice cassette and a solution bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Homechoice device during peritoneal dialysis therapy. This event occurred during dwell one of four. The patient was connected at the time of the alarm. The patient stated one of the bags on the white clamp lines had disconnected. The technical service representative (tsr) explained the alarm and its cause. The tsr had the patient cycle power to the homechoice to clear the alarm and assisted the patient in removing the supplies. The patient stated they would discard the set up and start over with new supplies. Product surveillance contacted the patient regarding the reported event. The patient stated they did not see anything unusual with the shipping carton or over pouches of the supplies. The patient had not used a tool to make the connections between the bags or lines; however the patient reported the connection between the bag that had fallen and the supply line would not lock into place. The connection continued to twist. There was no patient injury or medical intervention associated with this event. No additional information is available.